Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient reported that the device had a difference of about 50 points from the finger stick value.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.